Manufacturer narrative:
During technical on site visit the field service engineer (fse) could not replicate reported event. The fse cleaned and peaked out illumination ring pods. Increased quality range and performed complete system verification. The tracker optic could get damaged by bss ( balanced salt solution ) used during procedures. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported a lasik case where the system was unable to track the patient. Additional information requested.